Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that when inserted, the implant did not lock. The implant end was able to be inserted and removed from the locking head with out any ratcheting or locking action. Patient had another zip fix implant inserted, which did lock properly. Type of surgery: sternal closure this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.